Event description:
The device was used during a laparoscopic appendectomy procedure. Reportedly, the instrument would not fire. The surgeon used another device to complete the procedure. The hosp has reported no pt injury occurred.